Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger, serial # (B)(4), found that the metal connector at the end of the cable was broken off. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that the connector pin broke off of their desktop charger when they were trying to recharge their implantable neurostimulator (ins) a day prior to the date of this report. No out of box failures were reported. The caller was redirected to the repair department. Additional information provided on (B)(6) 2016 reported that the patient accidentally sent back the wall cord for their desktop charger and was unable to charge their ins; the patient was having pain as a result. The patient stated that it was their normal pain, but due to not having the power cord they were unable to charge their device and use the therapy. The repair department was contacted and was to send the patient their power cord back. Indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that their wall cord was replaced and they were able to charge again. The patient reported that their pain was resolved.

Event description:
Additional information was received from the patient. Replacement power cord resolved their report of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.